Event description:
Report received from abbott international (abbott japan) which states, "the doctor inserted catheter to patient improperly. Therefore, he pulled the catheter itself and attempted reinsertion. As the result, the tip of the catheter separated. He seems to be aware that it occurred because of his poor technique. There is no harm to patient." Additional information has been requested, but no further information was available.

Event description:
Additional info was received from the japan affilate that indicates that the reporter could not recall how much of the catheter remained in the pt. An MRI inspection was done. The reporter identified the rest of the catheter under 2-3cm of skin. The piece will not be removed. The pt's condition has been checked regularly. No other intervention has been done. There was no harm to the pt. The pt was discharged from the hosp. No further info was provided.